Manufacturer narrative:
Pump received with no (act, up and escape) button response due to moisture keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection. Pump received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had crack in the reservoir and there was moisture down in the reservoir compartment. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. Customer reports o-ring inside lip of reservoir compartment was not missing. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.